Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. The customer alleged that it was due to the speaker on the pump not being audible. During troubleshooting with tandem technical support (tts), it was found that the pump was operating as intended. Tts advised the customer to adjust the sound settings. The customer addressed bg by consuming carbohydrates, and continued using the pump for insulin therapy.